Event description:
Excoriation of the surrounding skin of a large abdominal wound. Patients home. Vac system not working. On arrival - "system failed please return". Wound had become macerated at the edges.

Event description:
Excoriation of the surrounding skin of a large abdominal wound. Patients home. Vac system not working. On arrival, system failed please return. Wound had become macerated at the edges.